Event description:
Philips received a complaint from (B)(6) hospital affiliated with the first affiliated hospital of (B)(6). The report stated that on the morning of (B)(6) 2026, during resuscitation efforts, a patient required respiratory support using a v60 non-invasive ventilator. Upon connecting the device, the patient's respiratory distress did not subside; the ventilator displayed abnormal tidal volume readings, and the patient's symptoms of shortness of breath worsened. Consequently, the device was immediately replaced with a different v60 non-invasive ventilator. The date of occurrence was (B)(4) 2026. No medical treatment measures were reported beyond device replacement. An adverse event was reported; however, it did not result in patient harm. No combined use of drugs or additional devices was involved. The device evaluation to confirm the failure was performed through unit inspection and diagnostic review. The diagnostic code observed on the unit was tidal volume is too high or too low error "120f". Troubleshooting was performed through factory-level evaluation and module replacement assessment to identify the source of the issue. Regarding corrective action, the issue was resolved after factory engineers replaced the gas delivery system module, after which the equipment resumed normal operation. No personnel injuries occurred during this event. Following the repair, the device successfully passed performance specification testing and was confirmed to meet required operational standards through functional and system verification testing. The ventilator has been returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.